Event description:
It was reported that during a routine follow up visit, noise and oversensing on the right ventricular (rv) lead was observed. All other lead measurements were stable. The physician is aware of the observations as the patient previously received an inappropriate shock due to the oversensing. At the time the inappropriate therapy was delivered, the ventricular fibrillation (vf) duration was extended to 8.0 seconds. No inappropriate therapy has been delivered since the programming change. The ventricular blanking period after ap was reprogrammed today which seems to have eliminated some of the oversensing. The physician would like additional insight from technical services before making any further decisions on troubleshooting. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.